Event description:
Event: endeavor stent thrombosis. History: a woman transferred from a hospital to another hospital in 2008 after presenting with a nstemi. Echocardiogram at the initial hospital before transfer showed lvef 30%. Catheterization at the other hospital showed triple vessel disease. Pci with des was performed: two overlapping 3.0 mm endeavor stents were deployed in the proximal to mid lad and three 2.5 mm overlapping endeavor stents were deployed in the proximal to mid rca. Discharged from the hosp on the next day. Returned to the initial hospital again on the 3rd day with extensive anterior wall mi---turns out that she thrombosed both the lad and rca---rapidly decompensated into full arrest/cardiogenic shock requiring intubation and prolonged CPR. Transferred to another facility. Angiography showed thrombosis of both the lad and rca at the previous stents. Performed thrombectomy and balloon pci of both vessels. Put in iabp and pacer. Died several hours later in ccu secondary to cardiogenic shock and intractable arrhythmias. Dates of use: 2008, diagnosis or reason for use: #1: lad intracoronary stenting, #2: rca intracoronary stenting.